Event description:
Allegedly revision of implants due to pain. Severe osteolysis at femoral canal at post-op x-ray observation. Product returned to examine left femoral component and wear stem surface and poly liner and whether debris was generated.